Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The device history record was not reviewed and no conclusion could be drawn as no lot number was provided. The investigation has shown that the handle with quick coupling is indeed broken apart as complained. We are aware of the fact that this is a rather delicate design; nevertheless we do suppose that too much mechanical force may have led to this breakage (visible on the way the breakage occurred). Therefore we do suppose that the failure is not due to any manufacturing non-conformance and we classify this occurrence as wear and tear during use (instrument is several years old).

Event description:
Coupling part broke off. The broken parts were retrieved. This is 1 of 1 report for (B)(4).